Event description:
It was reported that there was a low reservoir alarm. The patient missed a pump refill/allowed the pump to run dry. The patient returned to the clinic for examination, and stated that the pump did not treat her ¿whole body pain.¿ the etiology was noted as due to programming/refill, and was related to the device or therapy, and not related to the implant procedure. The outcome was ongoing with no further action needed. The severity was mild. The pump system was being used to infuse morphine and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information later received noted the patient was non- compliant with refill routine. The etiology was noted that the patient allowed the pump to run dry, the patient preferred oral opioids. The patient had not returned to the clinic in one year and one month. The patient was receiving oral opioids from another healthcare provider. They scheduled the patient for an explant but the patient did not return or schedule the surgery.